Manufacturer narrative:
The device was returned to zoll medical corporation. The device passed all functional testing, including power-on self-test, with no keypad failure observed. Review of the log supports evidence that the condition occurred in the field. As a precaution, the front enclosure was replaced to reduce the probability of reoccurrence. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.